Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The reported issue was identified by a livanova representative during the repair of the device. After further evaluation the service representative was able to trace the failure to a defective patient pump and distribution board. The technician replaced both components to resolve the reported malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message. This issue was identified by a livanova field service representative during repair of the device. There was no patient involvement.

Event description:
See initial.

Manufacturer narrative:
Through follow-up communication, livanova deutschland learned that the service technician in charge found out some traces of oxidation on the board. Pictures of the part have been provided as evidence. The cause of the reported malfunction was then traced back to liquid ingress.